Event description:
The customer stated that insulin leaked at the tubing and reservoir connection. The customer stated, she had to change the infusion sets multiple times due to this issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.